Event description:
It was reported the device had a lcd blank. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. Review of the DHR will not add value to this investigation as damage was not caused by manufacturing or service. The device was received in good condition. The device reservoir filled with water and installed temp check e5582 due oct 2019 for evaluation purpose power up process using the a/c line cord attached. The lcd display was blank confirming the customer reported problem. The root cause was unable to be determined. Actions taken to mitigate the issue: replaced main pcb with lcd (attached) to correct customer reported problem.